Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly head neck and stem revised due to loosening, potentially due to osteolysis of the cemented cup. Implanted during 2009 month unspecified.